Event description:
I have had numerous hernia repairs to my abdomen, and the last one was done in 2006. I went a yr without any problem and approx 15 months later started having pains in my abdomen and ended up going to the ER, and they discovered that my chest was full of pus and that I had gotten an infection. They opened up the site and it began to drain, that was done in october I believe, but as of today, I still am leaking pus and still seem to be infected. This has happened to be 4 times. I have had 4 surgeries and twice the mesh had to be taken out and replaced. I am now going thru the same thing again. I also developed a staph infection last month and got mrsa too and was put on IV antibiotics.